Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with diagnostics anomaly on their implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not known.

Event description:
Additional information received notes that the automatic mode switch data was not listed. No changes or interventions were performed. There were no patient issues.